Manufacturer narrative:
Device alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify motor error alarms and motor position encoder error alarms due to motion sensor test failure alarms. Device received with cracked case at display window corners, reservoir tube lip and battery tube threads. Device received with minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Insulin pump prompted the customer to remove the reservoir and to rewind, and then the device alarmed a motor position encoder error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.